Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink set leaked. The leak was observed from ¿a cut in the tubing¿ about a foot below the pump but above the y-site proximal to the patient. The patient was being infused with normal saline. The solution was observed leaking onto the floor. The event was remedied by swapping out the IV set and solution bag with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.